Event description:
A customer reported a cartridge alarm with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. The technical support team confirmed previous cartridge alarms and determined to replace the pump. They advised the customer to return the faulty pump, provided instructions on managing the new pump, and arranged for a replacement pump to be sent to the customer's address. The customer was informed that the new pump would have updated software and was guided to transfer their settings and connect their continuous glucose monitor to the replacement device. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.